Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "static positive air pressure". The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had troubles with the urine to get in the bag. Representative stated that it sounded like vapor lock and suggested exercising sides of bag and/or taking bag off and reconnecting to release vapor lock. Exercising bag prior to attachment to release vapor lock to assist in this issue. Bag drained during conversation after vapor lock removed.